Event description:
A patient reported a leak with their 5-fu pump that was placed on (B)(6) 2017. Several other patients presented with similar complaints. Those patients were asked to return to the facility, (B)(6), for a replacement pump. At the facility, there were 5-fu leakages that occurred on (B)(6) 2017 before they were given to the patients. As a result, new sets were prepared. On (B)(6) 2017, a patient went to the emergency department due to a 5-fu pump leakage. On (B)(6) 2017, another patient called the facility with a complaint of a leakage in their pump. The remaining patients were immediately called in for the removal of their walkmed pumps. There was no patient harm, and no patient exposure. A different brand was used to replace all of the pumps that were being used by these patients. The pump supplier issued a voluntary recall and notified all of their facilities being serviced by them of recent issues that had taken place. (B)(6) is currently seeking to work with a different supplier. The walkmed pump tubing set for walkmed infusion pump 152cm lot numbers that appeared to be defective were lot numbers: 20217508, 20317530, 20715517. Diagnosis or reason for use: cancer treatment.